Manufacturer narrative:
Device passed the displacement test and self test. Missing segments or partial display not confirmed. Device was connected to a test transmitter or sensor and monitored without any connection interruptions.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer states that the screen was randomly getting light gray. The customer also stated that the insulin pump screen was hard to read and was not able to see the icons her main menu. Troubleshooting was performed. Insulin pump will be returned for analysis.